Event description:
It was reported that the pump touch screen unresponsive and the pump wake button was unresponsive and sticking, it was also reporting the pump battery could not be charge, the battery was depleting quickly and the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.